Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a wallflex endoprosthesis endoscopic biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure. At approx 20 days later, it was revealed a wallstent biliary stent had been previously implanted in this patient on an unknown date. According to the complainant, a wallflex stent was being placed within a previously implanted wallstent stent which had become obstructed due to tumor ingrowth. While attempting to place the wallflex stent within the wallstent, the stent became lodged within the implanted stent and could not be removed. In order to remove the device, both the scope and wallflex were removed in tandem. As a result, the previously implanted stent was also removed. The procedure was successfully completed with another wallflex biliary rx partially-covered stent. There were no patient complications reported as a result of this event the patient's condition at the conclusion of the procedure was reported to be good.